Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified issue with a non-tandem infusion set cannula. This caused the customer to experience diabetic ketoacidosis with an elevated blood glucose of 700 mg/dl and the customer was subsequently hospitalized. The customer did not recall treatment received while hospitalized. The customer was released from the hospital on (B)(6) 2019. Reportedly, the customer received neurological damage during this hospitalization. A tandem representative reached out to the customer to arrange an informative pump use training session. No additional information was provided regarding the cannula problem and/or resolution.